Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had severe bradycardia and the need for external pacing. The implantable pulse generator (ipg) was interrogated and showed a lead warning for impedance reading of zero ohms with a documented loss of capture. There was high impedance and a possible fracture noted on the right ventricular (rv) lead. The device had switched from bipolar to unipolar. The device and lead were reprogrammed. It was then reported that the rv lead was not capturing and the lead impedance reading was between zero ohms and undefined/infinite. There were also episodes of oversensing noted. The device and lead currently remain in use, although a lead replacement is planned. No further patient complications have been reported as a result of this event.